Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4). The investigation into this reported event is ongoing. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility ((B)(4)): product had an overinfusion.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). As no sample was provided, an investigation could not be conducted. Furthermore the claimed batch number does not exist, so a review of the DHR could not be done.